Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was that the customer had a high blood glucose value of 28.9 mmol/l. Customer's other blood glucose values were 16.7 mmol/l, 17 mmol/l, 18mmol/l, 19 mmo/l. The customer stated that the cannula of the infusion set was bent. The insulin pump also alarmed insulin flow blocked. The customer was treated with manual injection and insulin pump for high blood glucose levels. Troubleshooting was performed and the device is not expected to be returned for analysis.

Manufacturer narrative:
Software version 2.10 retainer missing. Customer returned device for an alleged no delivery/occlusion alarm/high blood glucose found on dec 18, 2018. Device passed the self test, rewind test, prime/seating test, basic occlusion test and force sensor test. No unexpected no delivery/occlusion alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. No delivery alarm found in the device history file/trace. Device was cut open to perform visual inspection and no physical damage or moisture damage found on the electronic assembly, motor assembly and force sensor assembly. The force sensor measurement was within specific range (22.8 millivolts). Unable to perform displacement test and p-cap does not lock properly into the reservoir compartment due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The following were noted during visual inspection: partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube and minor scratched lcd window. No delivery/occlusion alarm was not confirmed. Cosmetic damage found on the device case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.